Event description:
The recipient reportedly experienced pain following implantation surgery. The recipient was prescribed oral antibiotics (type unknown). The recipient's pain has reportedly resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's device was reportedly reactivated and the recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.